Manufacturer narrative:
(B)(4). A review of instructions for use, quality control, and drawing was conducted during this investigation. The actual device was not returned. It was reported by the customer that a cook device from the c-tccs-400 melker emergency cricothyrotomy catheter set kinked. It was reported that the patient coded because the airway was lost as a result of the kinking. No lot number or further information regarding the device or procedure is known. The catheter is purchased from an approved vendor and is inspected when received at cook. The inspection verifies that there are no imperfections on the surface and that all of the dimensions are correct. Every device is shipped with an instructions for use (IFU) that animates and guides the proper instructions for use of the device, including fixation of the airway catheter in place with a tracheostomy tape strip. The IFU includes a warning "consideration should be given to the following medical and anatomic conditions: distorted anatomy; subcutaneous abscess, hematoma, post-operative scarring/radiation, coagulopathies or systemic thrombolytic therapy". Precautions state that "this product is intended for use by physicians trained and experienced in emergency airway management techniques. Standard techniques for percutaneous placement of airway catheters should be employed". It was reported that the patients weight was heavier-set and no further information about the patient is known. Multiple attempts were made to contact physician to obtain additional information. It is possible that the patient anatomy, condition or movement following tube placement could have caused the catheter to kink. It is also possible that improper placement of the device or insufficient fixation of the catheter lead to the catheter kinking. However, without further information, the root cause of the device failure is unknown. The complaint will be confirmed based on customer testimony. We have notified the appropriate personnel and will continue to monitor for similar complaints. Per quality engineering risk assessment no further action is required at this time.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient had a melker emergency cricothyrotomy catheter placed at an unknown time for airway management. The patient was taken to radiology for a computed tomography (CT) scan for an unspecified indication. The patient coded during the scan. The reporter alleged that the device kinked resulting in a loss of airway. The physician placed an endotracheal tube (et) within the stoma to regain the airway. No information was provided relating to any resuscitative measures. The current status of the patient is not known. No further information was provided. A follow-up report will be submitted upon receipt of any additional information.